Manufacturer narrative:
Section d4 and h4: additional information manufactures investigation conclusion: pump stoppage events were confirmed through the review of the submitted log file. Based on experience with the hmii lvas and similar reported events, the pump stoppages that occurred while the patient was supported by the power module and battery power could be indicative of driveline damage. However, no damage was identified through the examination of the distal end of the patient¿s driveline. The submitted log file contained data from (B)(6) 2020 through (B)(6) 2020. The log file captured pump stoppage events beginning on (B)(6) 2020 which continued to occur sporadically throughout the remainder of the log file. The pump stoppage events occurred while the system was supported by the power module and battery power. Additionally, elevations in pump power were captured during pump stoppage events, up to 16.9 watts. The account submitted x-rays for review which appeared unremarkable. The patient underwent an external driveline repair on (B)(6)2020. An additional log file was submitted after the repair which did not capture any atypical events post-driveline repair. Approximately 22.0 inches of driveline, serial number 20814, was returned under work order #85816. The proximal 3.0 inches was returned with the silicone jacket, clear bionate layer, and metal braided shield removed or pushed back. White tape was wrapped around the terminus of the bend relief, approximately 2.0 inches to 3.5 inches from the metal connector. The metal connector appeared unremarkable. An electrical continuity test of the driveline was conducted, and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. Upon removal of the white tape, cosmetic damage to the outer silicone sleeve was observed approximately 3.0 inches from the metal connector. The clear bionate layer appeared kinked/distorted in this area but was otherwise unremarkable. Visual inspection of the underlying wires found them to be unremarkable. Microscopic inspection of the wires revealed no areas of damage along the length of the driveline which exposed the metal conductors. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both documents. No further information was provided. Incidental findings: cosmetic damage to the outer silicone sleeve of the driveline was observed approximately 3.0¿ from the metal connector, repaired with tape. A transient low flow hazard alarm was observed in the first submitted log file on (B)(6) 2020. The manufacturer is closing the file on this event.

Manufacturer narrative:
A portion of the percutaneous lead (driveline) has been returned for evaluation. The evaluation is not yet complete. And the pump is expected to be returned for evaluation. It has not yet been received. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was at home had a pump stop on (B)(6) 2020 and admitted to the hospital on (B)(6) 2020. The patient¿s log file submitted for review revealed speed drops and pump stops on (B)(6) 2020 that continue to occur intermittently throughout the log file and occurring on both battery and power module. X-rays submitted are unremarkable. On (B)(6) 2020, a driveline repair was performed and returned for immediate evaluation. Additional log file submitted after repair and here have been no further issues since the repair has been completed however; analysis show that there was no external damage on the external drive line. A decision was made to proceed with a sub costal pump motor exchange since the patient had a phase to phase pump stop. The patient was placed on an ungrounded cable. On (B)(6) 2020, a subcostal pump exchanged motor was performed off pump. The pump will be returned for analysis. The patient tolerated the exchange well and was brought back up to rpms of 8600. No additional information provided.